Event description:
Reporting status: malfunction. Reporting rationale: removal of an inflated balloon could lead to distal infarct or could result in vessel dissection. Device issue: failure to deflate. It was reported that the deflation of the 3.5 x 28 mm xience v was extremely slow and the stent delivery system (sds) had to be removed from the patient with force. An attempt had been made to re-inflate the sds, but the sds failed to deflate after 5 minutes. There were no reported patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). The xience IFU, materials required states: that the contrast is 60% contrast diluted 1:1 with normal saline. It is possible that the patient anatomy and procedural technique may have resulted in pinching of the inflation lumen during the procedure which could have contributed to the reported difficulty to deflate; however, this cannot be confirmed. The IFU also states: should any resistance be felt at any time during either lesion access or removal of the sds post-stent implantation, the entire system should be removed as a single unit. Although a conclusive cause for the reported difficulty deflating the sds could not be determined, the reported difficulty to remove appears to be related to the operational context of the procedure.